Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, universal surgical manipulator 4 (usm 4) would not accept instruments. The technical support engineer (tse) viewed live logs and noted several 282 errors on usm 4. The tse recommended reseating the sterile adapter, but the customer stated that they are going to proceed using three usms. The tse recommended that site inspect presence pins on usm 4 after the call. The customer stated that this occurred during an earlier procedure today and a procedure yesterday. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse identified instrument engagement issues and verified that one of the plunge pins will not fully retract. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the part(s) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported event. The unit was tested on an in house system and passed normal mode. During wip inspection, it was noticed that carriage center presence pins (long) was not fully retracting and sticking. The unit was also tested on a pftp and passed carriage switches, lissajous, sensors check, sine cycle and friction tests. The carriage to plate and all four presence pins will be replaced as a fix. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.